Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The review of the sterilization paperwork verified that this all met all pre-release specification.

Event description:
On (B)(6) 2009, this pt underwent endovascular repair of an thoracic aortic aneurysm using gore tag thoracic endoprosthesis. Final angiogram showed no endoleak. The pt tolerated the procedure. On (B)(6) 2011, during two-year follow up examination, computed tomography scan indicated air in the aneurysm sack. The physician suspected aneurysmal infection. Progression of the aneurysm proximally and distally, along with increase in aneurysm diameter was also observed. As gram-positive cocci were detected, the physician started the administration of antibiotics. According to the physician, the progression of aneurysm was caused by the infection. No endoleak was detected. On (B)(6) 2011, two tag devices were implanted proximally and distally of the aneurysm as a precautionary measure to prevent the occurrence of a type I endoleak due to disease progression. On (B)(6) 2011, the pt's respiratory function deteriorated and the pt developed (B)(6) pneumonia. On (B)(6) 2011, the pt expired due to multiple organ failure.